Event description:
It was reported that an ilet user experienced delivery stopped alarms with an insulin occlusion message during meal delivery, indicating only partial dose delivery, despite multiple tubing fills and a tubing change; the user changed infusion set supplies and reported adhesive issues with a specific lot of infusion sets, and replacement connectors and cartridges were sent. Symptoms included hyperglycemia with a reported maximum of 190 mg/dl. Outcomes included prolonged elevated blood glucose for more than half a day without use of backup therapy, without ketone testing, and without medical intervention. Investigation included customer interview and complaint handling. Investigation of this case revealed that the occlusion resolved after supply change and that the infusion set adhesive was reported to be failing. It was concluded that the event was consistent with an insulin delivery interruption due to occlusion associated with the infusion set, with resolution after replacing supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.